Event description:
The customer contacted spacelabs healthcare technical support to report that their uvsl bedside monitor had failed to alarm for v-tach and asystole. It was reported that the patient had died during the event, however they could not confirm if the death was attributed to the alleged failure. The customer reported that the patient was in bed ed07 at the time of the event, however when tech support attempted to gather information from that bed, it was found that that bed did not have a patient admitted at the time provided, and had showed all leads off for ECG and spo2 indicating there was no patient connected to the device. A spacelabs healthcare product support specialist (pss) attempted to contact the customer multiple times to confirm if the bed information provided was correct. The pss reviewed all the bed assignments available to further investigate the reported issue. The pss confirmed that there was another bed (ed02) that had a patient admitted and discharged around the times initially provided that also had a matching patient identifier field (id1) as the bed provided by the customer. The monitor for ed02 had 21 vrun alarms in approximately ten minutes as well as other alarms such as extreme high heart rate, vfib, spo2 low sat, spo2 desaturation, extreme low heart rate, and respiration alarms. The pss attempted to reach out to the customer several times for clarification of the patient information and to provide findings, however, no response has been received. At this time, the cause of the reported issue could not be determined as the customer has not responded to the attempts to gather additional information. Should additional information be forthcoming, a follow up MDR will be submitted in accordance with 21 cfr 803.56.